Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding other and united kingdom. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image error occurred due to a defective r-unit (charge-coupled device). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a video telescope had a white balance failing green image. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a faulty r-unit. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed due to a faulty r-unit. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
G3: 31may2023.